Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 53.0 cm was returned for analysis. Final analysis found internal insulation abrasions were noted at 6.7-6.9cm, 9.9-10.9cm, 15.0-16.4cm, and 17.0-18.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.